Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic with post paced t- wave oversensing. Programming changes were made resolving the issue. The patient condition was fine.